Manufacturer narrative:
.

Event description:
According to the reporter, during a procedure, after 11 fire the device blocked. The fired tacks are not able to penetrate the tissue and it was not able to hold correctly onto the tissue. Another device was used to complete the case. The current status of the patient is good.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted a tack was protruding and the timing was disrupted. The trigger was actuated and the remaining five tacks deployed but did not seat properly. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.